Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) balloon burst because of the calcium lesion. Therefore, the physician removed the vcd and did manual compression. The device was not returned for analysis. A device history record (DHR) review of lot f1635402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, procedural sheath condition or access site vessel characteristics (burst because of the calcium lesion) most likely contributed to the balloon loss of pressure reported since damages in the sheath or vessel can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
It was reported that a 5f mynxgrip vascular closure device (vcd) balloon burst because of the calcium lesion. Therefore, the physician removed the vcd and did manual compression. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with stopcock open as received. The syringe and procedural sheath were not returned with the device. The sealant was deployed on the catheter shaft, abutting the shuttle cartridge distal end. The advancer tube remained in the manufactured position. Leak testing could not be performed on the balloon of the returned device as the catheter¿s lumen was clogged by the dried contrast/saline solution. Visual inspection at high magnification revealed a radial tear in the balloon, approximately 5 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1635402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found during analysis could be conclusively determined. Based on the limited information available for review and the product analysis, procedural sheath condition (although not returned) or access site vessel characteristics (burst because of the calcium lesion) most likely contributed to the balloon loss of pressure reported since damages in the sheath or vessel can damage the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1635402 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) balloon burst because of the calcium lesion. Therefore, the physician removed the vcd and did manual compression.